Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No button error alarm was noted during testing however, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 277 mg/dl. She stated she had treated her blood glucose with a manual injection. Customer also reported experiencing high blood glucose for the last few days due to her unresponsive buttons.the customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.